Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exit the end of the infusion set tubing after delivering a 1.3 unit bolus. It was also reported that the customer experienced an elevated blood glucose (bg) level of 302 (mg/dl). A correction bolus was delivered to address bg levels. During a system check with tandem technical support, insulin was immediately observed exiting the tubing.